Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to damage to the lid magnet retainer clip. The damage was from customer abuse. The customer received a replacement device, and the returned device was archived by stryker.

Event description:
The customer contacted stryker to report that their device would not power on when the device lid was activated. The customer did confirm that the device doe power on using the power button. In this state defibrillation therapy may be delayed if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.

Event description:
The customer contacted stryker to report that their device would not power on when the device lid was activated. The customer did confirm that the device doe power on using the power button. In this state defibrillation therapy may be delayed if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.